Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that during the patient¿s implant surgery his rib got cracked. The patient got home and was vomiting in a bucket from the morphine then noticed that his rib had broken. The patient knew that it happened during the implant surgery. It was noted that the patient saw different doctors at (B)(6) hospital but he had not seen his managing healthcare professional very often. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.